Event description:
It is reported that the pt's knee was revised due to a loose tibial component.

Manufacturer narrative:
Please reference MDR #1822565-2013-01241 that was previously submitted for this event. This report will be amended when our investigation is complete.